Event description:
It was reported to a physio-control service representative that during a user test, the service indication led on the customer's device turned on. The customer then powered off the device but could not turn the device back on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to an integrated circuit, designator u5 on the power pcb assembly being shorted from pin 12 to pin 13.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.